Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified creases and one extended opening. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified a sharp edge opening. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was one sharp edge opening in the posterior side assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "leakage prothesis". Device has been explanted.